Manufacturer narrative:
The biomedical engineer reported that the loaner central nurse's station (cns) had a ssd access error message on the cns software. Both hard disk drives (hdd) had degraded. The biomedical engineer was provided with another loaner central nurse's station (cns). This exchange was documented in the original complaint ticket. The customer reported that the new loaner received is not alarming noise but will show and flash alarms. After further troubleshooting with the customer, it was noted that the audio connection was not plugged in all the way. Once corrected, the device was able to alarm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the loaner central nurse's station (cns) had a ssd access error message on the cns software. Both hard disk drives (hdd) had degraded.